Manufacturer narrative:
Additional/changed and/or corrected data : d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified a flat crease and two curved openings. A leak test and microscopic analysis was performed which identified one sharp opening on the valve bond edge and one striated opening on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening. - one striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side "rupture". Device has been explanted.

Event description:
Healthcare professional reported a left side "rupture". Device has been explanted.

Manufacturer narrative:
Clarification: serial numbers (B)(4) for right side and 9617229-2019-11890 for left side were provided, however the affected side cannot be confirmed at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported a "rupture". Device remains implanted. This record is for an unknown side.